Event description:
This lead was repositioned due to dislodgement on (B)(6) 2012. The lead remains actively implanted. There were no adverse pt events reported. Should additional info be received, this file will be updated.